Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the fan is defective causing the unit to overheat. Additional malfunctions are the capacitor and check valve are defective, the exhaust muffler is clogged, and the tie wraps leak.